Event description:
It was reported that the device was explanted approximately after implant duration of 5 months, due to a failed ring repair. No other details provided.

Manufacturer narrative:
Device not returned.